Event description:
The user facility reported that the angio-seal device involved did not perform as expected and the patient suffered serious complications including a blood transfusion and hematomas. There was no direct allegation that the reported device caused or contributed to patient injury and/or need for medical intervention. The event occurred intra-operative. Additional information was received on 21 sep 2022: it was reported that the patient was transferred back from another hospital and developed a complication.

Manufacturer narrative:
The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. The product code and lot number combination were not provided by the user facility, which prevented a meaningful review of the device history record.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could not be confirmed for the reported allegation of hematoma/bleeding. In the absence of the information regarding the access site location, patient ambulation information, and other patient comorbidities, no conclusion can be drawn to the cause of the event. With the available information, no conclusions can be made regarding the cause of the event. The relationship of the device to the reported event cannot be substantiated based on available information. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to section e1.